Event description:
The customer stated the rubella calibration failed with error code 111: m-cal 1 check too high, on the axsym analyzer. The abbott customer technical advocate recommended that the customer calibrate the probe, check the dispensers 1 and 3, decontaminate the mup line and centrifuge the calibrator prior to use. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.